Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that during surgery the tip of the dilator broke off in the artery. A arteriotomy was performed on the artery to locate the tip of the dilator.

Manufacturer narrative:
Investigation: the device was analyzed using a keyence vhx 5000 digital microscope. Due to the missing "r" in the reference code, the dilator must be manufactured before 1996. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably caused by wear and tear. Rational: solder joints are subject to natural ageing. This is caused by the multiple reprocesses since the manufacturing and to the frequently bending to the wire. Thus the solder joint become loose and detached from the wire. The tip of the currently available fb163r-version is not longer soldered, thus this failure can not occur any more. Corrective action: according to (B)(4) a CAPA is not necessary.